Event description:
The doctor reports that the dental implant located in position number 26 failed because it fractured at the head. The doctor reports that the procedure was concluded by placing another implant.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight: unknown / not provided. D4: unique identifier (UDI) number: not available. G4: premarket identification PMA/510(k) #: k013227.